Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented with an unspecified problem with the atrial lead. The lead was capped and replaced (B)(6) 2016. The patient condition was unknown. No further information was reported on this event.